Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that, to resolve the shocking and jolting, burning, wire pressing on the nerve, and wire not registering, a revision was scheduled for (B)(6) 2017.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that 3 weeks ago, the patient had shocking and electrocution in the vaginal area; it was hot like fire, burning the nerve, and when the patient was sitting down, it was worse than standing or laying. The patient turned the therapy off 3 days ago but they were still having the shocking feeling. It was reported that the patient was in a bus accident in (B)(6) 2017 and felt a jolt; the patient saw their healthcare provider (hcp) in (B)(6) 2017, and the hcp said the wire was not registering, so they would give it some time, but nothing had changed. The patient personally felt the wire was pressing on a nerve, causing the shock and their stomach tightened up and made them sick to their stomach. It was noted the patient was to follow-up with their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient had surgery for new wire placement, wires, and battery. No further complications were reported.